Event description:
The orbit mini complex fill 2x1.5 coil (637mf0201/15244845) stretched during repositioning in the aneurysm. After the event, the coil and delivery systems was removed from the patient without any issues, and the same sl 10 microcatheter was used to complete the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met or additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. The target site was the (pcom) posterior communicating artery. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
The orbit mini complex fill 2x1.5 coil (637mf0201/15244845) stretched during repositioning in the aneurysm. After the event, the coil and delivery systems was removed from the patient without any issues, and the same sl 10 microcatheter was used to complete the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. No resistance was met and additional force was not utilized to advance or remove the coil/delivery system during insertion or at any other time. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. The target site was the (pcom) posterior communicating artery. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks found on the device and the stretched condition of the embolic coil condition could not be conclusively determined. However with review of the available information, the procedural factor of repositioning the mc over the deployed coil is a possible identified contributing procedural factor. Neither the analysis nor the DHR suggest that the reported event is related to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.